Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected and no damages were encountered in the device. Dimensional inspection of the device that could be measured were performed and were within specifications.

Event description:
It was reported that the rotawire could not be removed. The target lesion was located in the severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, the rotawire was tried to remove from the patient's body after being used at the severely calcified lesion. The device was pulled out until the y connector came out. However, resistance was met and the rotawire could not be removed. Consequently, all the system was remvoed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the rotawire could not be removed. The target lesion was located in the severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, the rotawire was tried to remove from the patient's body after being used at the severely calcified lesion. The device was pulled out until the y connector came out. However, resistance was met and the rotawire could not be removed. Consequently, all the system was remvoed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter last name updated to (B)(6).

Event description:
It was reported that the rotawire could not be removed. The target lesion was located in the severely calcified right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During procedure, the rotawire was tried to remove from the patient's body after being used at the severely calcified lesion. The device was pulled out until the y connector came out. However, resistance was met and the rotawire could not be removed. Consequently, all the system was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.